Manufacturer narrative:
A voluntary event report was received stating that, "the t:slim g4 insulin pump has lithium ion battery problems. The pump will not charge correctly. It will show 45% charged and give an error indicated that it cannot charge and requests the user switch another power source. Multiple power sources, multiple power supplies, and multiple power cables will not solve problem. As the problem is with the battery or battery management software in the pump. Pump replacement is the only fix. This is the second t:slim g4 pump failure I have had in 2016 due to the failure to charge the lithium ion battery."

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was having intermittent difficulty charging despite the attempt of multiple wall adapters. Customer reported blood glucose level was 116 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.